Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, post operation 2 weeks lens was has been rotated. Doctor mentioned later on glasses or contacts may help or maybe lasik, but not until 6 months after surgery, and has no plans for explant. This is causing her to have eye strain. During surgery he tried for 40 minutes to get the lens turned to the correct position and was not able to get it to turn. Additional information was requested and received that during cataract surgery he tried for 40 minutes to get the lens turned to the correct position and was not able to get it to turn. He says that he has never had this to happen before and doesn¿t know why. It¿s been 10 days and my vision has not cleared up. Yesterday he informed me that the lens can¿t be replaced and it may or may not clear up.